Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. This lead was successfully replaced. It is unknown if this lead will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. This lead was successfully replaced. It is unknown if this lead will be returned for analysis. No additional adverse patient effects were reported. Additional information was received, this lead was explanted due to diaphragm stimulation. This lead is not expected to be returned. No additional adverse patient effects were reported.